Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-05884. It was reported that stent thrombosis occurred and the patient died. In (B)(6) 2016, the patient underwent placement of an implantable cardioverter-defibrillator (ICD). Intravascular ultrasound revealed totally occlusion of the right coronary artery. Predilation was performed and two promus premier stents were implanted. Nine hours after, the patient fibrillated and was taken back to the cardiac cath lab. Angiogram was performed and revealed stent thrombosis of the rca. A non-bsc ventricular assistive device was implanted and it was noted that the patient's heart stopped and the patient ended up expiring.